Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: just for clarification, did the device lock out (no staples deployed to the tissue and no cut line started)? It was reported that the cartridge was changed and the same problem occurred. Did the device lock out (no staples deployed to the tissue and no cut line started)? Yes, the device locked out before the staples were deployed to the tissue.

Event description:
It was reported that during a gastric bypass procedure, at the second firing, the two first staples stayed jammed with straight legs in the blue cartridge. The device was so blocked. The cartridge has been replaced with a blue cartridge and the procedure was continued but the same problem occurred. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: batch # m53505. Conclusion: the analysis found that one pse60a device was returned in good visual condition and with an ecr60b partially fired 1/16 loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.